Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain indications. It was reported that the patient stated for the past couple of months, when they went to bolus, it had been taking a long time to connect to the pump. The patient stated they would sit for 3-5 minutes and move the communicator around the pump and it would connect. The manufacturer's patient services specialist (pss) reviewed how to clear the data and the patient was able to connect and request/receive a bolus. The patient will call back if they needs further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software brand name ; product ID hh90t02 (serial: (B)(6)) product type: 2201-mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.